Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and further follow-up, and no additional actions were taken by technical support.